Event description:
Undersensing/oversensing on ra (right atrial) lead on current electrogram and stored electrograms. Increase in atrial threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).